Event description:
A physician reported during the intraocular lens implantation the stopper was loose from the beginning, but it was used as it was when implanting. When the control lever was pushed the plunger advanced, but did not catch the lens properly, and the trailing haptic became stuck to the rear surface of the lens optic. Then the trailing haptic was released from the optic and the surgery was completed with no problems post operatively. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported during the intraocular lens implantation the stopper was loose from the beginning, but it was used as it was when implanting. When the control lever was pushed the plunger advanced, but did not catch the lens properly, and the trailing haptic became stuck to the rear surface of the lens optic. Then the trailing haptic was released from the optic and the surgery was completed with no problems post operatively. Additional information was requested.

Manufacturer narrative:
Only product carton returned. No device returned. No root cause identified as no product was returned for evaluation. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Haptic may become stuck to the optic: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. ¿ if there is excessive delay between the lens position at the pause location and the delivery. The lens may become more adherant when left in a folded position for long. Any of the above listed causes alone, or in combination, may create the reported event. Dfu instructs:" in case that haptic and optic become adhesion when positioning intraocular lens, detach adherent haptic from optic by using a hook and/or a forceps, and reposition intraocular lens in the eye before closing surgery. Lens will not center or fixate correctly with haptic and optic adhered." The manufacturer internal reference number is: (B)(4).